Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The customer was processing samples and identified the test results for red blood cell (rbc) counts were not produced. The customer identified the leak of 25 ml of clear fluid on the counter. The leak originated from the blood sampling valve (bsv) in the analyzer, and was due to disconnected tubing. The customer verified patient test results on an alternate analyzer. The customer was unable to reattach the tubing, as the tubing continued to become disconnected. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found disconnected tubing from the blood sampling valve (bsv). He reattached the tubing at the bsv and the instrument ran without any leaks and generated results for all parameters. The repairs were verified per established procedures. (B)(4).